Event description:
Consumer reported complaint for e-4 error. The e-4 error occurred when the blood sample was absorbed. The customer was using proper testing technique and the correct test strips. The test strip lot manufacturer's expiration date is 12/31/2020 and open vial date is 07/30/2019. At the time of the call the customer felt dizzy. Medical attention was not needed at the time of the call. During follow up call, customer stated she contacted her doctor due to her symptoms.

Manufacturer narrative:
(Manufacturer narrative: t, corrected data: f) internal report#: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Unable to perform evaluation due to strips previously used by customer. Most likely underlying root cause: mlc-47: pcb contamination. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-47: pcb contamination. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-4 error. The e-4 error occurred when the blood sample was absorbed. The customer was using proper testing technique and the correct test strips. The test strip lot manufacturer's expiration date is 12/31/2020 and open vial date is (B)(6) 2019. At the time of the call the customer felt dizzy. Medical attention was not needed at the time of the call. During follow up call, customer stated she contacted her doctor due to her symptoms.